Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection by olympus korea co., ltd. (Okr), but could not identify any defects that could affect the occurrence of the reported event. Omsc determined that the reported event can be properly detected and the occurrence can be reduced / prevented, because the instruction manual describes warnings about applying external stress to the insertion section and the inspection of the external surface of the entire insertion tube including the bending section and the distal end. The exact cause of the reported event could not be conclusively determined. However, based on the information below, the reported event may have been caused by physical stress or other factors. -according to the inspection result of the device, scratches, peeling of the coating, and crushing of the insertion section were confirmed as traces of physical stress. -the instruction manual contains precautions regarding physical stress. -according to the past similar cases, it is surmised that the cause is physical stress. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The amount of suction was out of the standard due to damage to the suction channel tube. There was a leakage from the channel due to damage to the channel tube. The endoscopic image was noisy when operating the up/down angulation control lever, due to the damage of the ccd unit. The bending tube was crumpled. Olympus medical systems corp. (Omsc) confirmed from the photos provided by (B)(4) that the insertion tube was scratched and the control section was corroded. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the coating of the insertion tube was peeled off. There was no report of patient injury associated with the event.